Event description:
The customer stated error code 1006, unable to process test, background read was occurring intermittently on the architect analyzer. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The initial filing were incorrect. The correct date is (B)(6) 2008. The correct date is (B)(6) 2008.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-04110, #3005099803-2009-04112, and #3005099803-2009-04114 for a description of the other devices. It was reported to boston scientific corporation that five resolution clip devices were used during a hemostasis procedure performed in 2009. According to the complainant, as they were attempting to close a post-sleeve gastrectomy fistula using resolution clips, one of 5 clips that were used was successfully deployed. One clip did not detach from the base and a second clip closed from one side. A third clip broke at one end of the clip and the fourth clip was deployed but did not attach to the tissue. The patient underwent bypass surgery due to the clips not working well. At the conclusion of the procedure, the patient's condition was reported to be stable.